Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2016, a 25mm trifecta gt valve was implanted. On (B)(6) 2023, the patient presented to the hospital with cardiac arrest. The patient also was "significantly symptomatic of shortness of breath." Diagnostic tests were conducted, which showed deterioration of the valve. Cardiac team was consulted and further evaluation showed severe valve insufficiency and stenosis. On (B)(6) 2023, computed tomography (CT) heart showed restricted mobility of the right and noncoronary cusp leaflets with severe calcification. Left cusp leaflet mobility was preserved/hypermobile and extended close to the left main coronary artery origin. On (B)(6) 2023, the patient underwent valve replacement with an unknown sized unknown manufacturer valve. The patient status was not provided.

Manufacturer narrative:
An event of device stenosis and structural valve deterioration was reported. A returned device assessment could not be performed as the device was not returned for analysis. Without lot/serial number, device history record could not be reviewed. Based on the information received, a cause for the reported device stenosis appears to be related to structural valve deterioration. However, the reported structural valve deterioration could not be conclusively determined. The patient effects of aortic valve insufficiency/ regurgitation and aortic valve stenosis appeared to be related to device stenosis. The patient effects of dyspnea and cardiac arrest could not be determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.